Event description:
Du ring a meniscus repair, there was a t2 non-deployment using the fast-fix 360 curved ndl dlvry sys, ei it was reported that with two devices (2 batch lot numbers implicated), the first anchor (t1) deployed properly in meniscus and on attempting deployment of the 2nd anchor in meniscus (the audible click was heard when sliding handle forward and released) when pulling the handle (inserter) out of meniscus, the 2nd anchor (t2) was still sitting within needle. Surgeon was able to administer three other of the same device perfectly with in the same case. No implants were left unsupported in the patient.

Manufacturer narrative:
Method, conclusion : no product returned for evaluation. Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. Smith & nephew will continue to monitor for any future occurrences of this failure type. No further action is deemed necessary as a result. (B)(4).